Event description:
On (B)(6) 2025, the user reported receiving alert code 38 on a replacement pump, similar to the prior device. The alert occurred with two infusion sets. After dismissing the alert and performing a dry run, the alert did not reoccur. The pump battery was nearly full. Blood glucose was not affected.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.